Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the contact changed the supplies to address the event. Blood glucose ranged from 200-315 mg/dl.